Event description:
It was reported that the medfusion pump exhibited a system failure backup audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found no physical issues. The device passed all functional testing. No issues were found in the event history log. No root cause could be established. A device history review was not completed due to no fault found with the device.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 30 august 2022, updated the event date, the event occur prior to use and no patient injury. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500